Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. The device was evaluated where an additional potential adverse event was confirmed where foreign material was found in the cover of the distal end. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: distal end, air/water channel, auxilliary channel, instrument channel, suction channel, cfu: <1cfu, bacterial identification: n/a. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor field performance for this device.